Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful angioplasty procedure in the axillary vein beyond the venous anastomosis of the av graft, the pta balloon allegedly became stuck inside the 6fr sheath and upon removal from the patient the balloon catheter allegedly broke. The vessel was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the mid upper arm graft on the right side. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The sample was received inserted into a merit 6fr sheath. The entire balloon was exposed out the distal end of the introducer sheath and was bunched at the distal tip, indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The edges of the proximal end of the butt joint break were examined under microscopic magnification (20x) and observed to be slightly jagged. The edges of the distal end of the butt joint break were examined under microscopic magnification (32x) and observed to be slightly jagged. The introducer sheath was examined under microscopic magnification (10x) and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: no further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a terumo 6fr sheath. The investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Bunched balloon material and flared introducer sheath tip). It is likely that the retraction issues led to the catheter break at the butt joint. However, the definitive root cause for the alleged issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful angioplasty procedure in the axillary vein beyond the venous anastomosis of the av graft, the pta balloon allegedly became stuck inside the 6fr sheath and upon removal from the patient the balloon catheter allegedly broke. The vessel was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the mid upper arm graft on the right side. There was no reported patient injury.